Event description:
It was reported that the patient had a return of pain symptoms about six days after bilateral implantable neurostimulator (ins) replacement. The patient lacked pain control and the cause of this change was unknown. The patient had less the 50% therapy relief. It was noted that the doctor programmed a 25% decrease in voltage due to the replacement, which could have been the issue. The patient was reprogrammed and impedance testing was done. All combinations involving the #2 contact were greater than 40,000. At the time of ins replacement in the operating room (or) the impedances were within normal range. The high impedances were not affecting therapeutic settings as the patient was programmed with contacts 0 and 3. The patient was scheduled for follow-up for (B)(6) 2014. Six days later it was reported that no malfunctions were seen other than a change in impedances on the 2nd contact. The open circuit was not impacting therapeutic settings. The patient outcome was not known at the time of the report. Refer to manufacturing report #3004209178-2014-11687 as the patient had two ins¿s implanted and it was unclear which was the issue.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was lgw. Concomitant products: product ID 37602 lot# serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2002, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3550-09, lot# l93764, implanted: (B)(6) 2002, product type accessory; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3550-09, lot# la3530, implanted: (B)(6) 2002, product type accessory; product ID 3387-40, lot# j0214131v, implanted: (B)(6) 2002, product type lead; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3550-09, lot# la3530, implanted: (B)(6) 2002, product type accessory; product ID 3387-40, lot# j0214131v, implanted: (B)(6) 2002, product type lead; product ID 3550-09, lot# l93764, implanted: (B)(6) 2002, product type accessory. (B)(4).